Event description:
Same case as MDR ID: 2134265-2015-04176. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, the device failed to cross the lesion but eventually device was able to cross. During first inflation, the balloon ruptured. The device was completely removed from the patient and was exchanged with another 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter which also ruptured. The second emerge¿ balloon catheter was completely removed from the patient. The procedure was completed with 1.5mm coyotes balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).